Event description:
First lens was put in cartridge and broke. Second lens was being put into cartridge when it was noted, a knick in the tip of the cartridge.

Event description:
Add'l info rec'd from MFR 9/23/02: the device (s) were not received by advanced medical optics for analysis and therefore no failure testing was conducted. There is insufficient info in the medwatch report to make an informed evaluation. It is unclear as to the exact type of damage incurred by the cartridge. Based on the info rec'd in the medwatch report MFR is unable to definitively determine if the event is attributable to the device.